Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not available.

Event description:
Its reported by the husband, that his wife underwent a total hip arthroplasty on (B)(6) 2012. It is further alleged that the hip failed and she is scheduled for revision on (B)(6) 2018. Update (B)(6) 2018 - as reported by rep via fax, patient was revised (B)(6) 2018: "patient was brought in for revision surgery on right hip. [Surgeon] debrided copious amounts of soft tissue, damaged from what he described as metal debris. [Surgeon] removed the liner and head and noted black metal debris present on...trunnion and inside head. Patient had a lot of discolored fluid and tissue removed...[surgeon] deemed the abductors insufficient from the damage and was forced to implant a constrained liner for stability..."